Event description:
Port a cath - incomplete fracture of catheter. Nurse unsuccessfully attempted to aspirate port a cath. This was followed by patient complaint of pain when nurse slowly flushed port a cath with saline. Patient reported sore left shoulder area after last treatment. Patient underwent a port cath in interventional radiology. Angiography performed during contrast administration revealed leakage of contrast around catheter at vein access site. Per procedure report, left subclavian vein approach central venous chest port catheter check demonstrated catheter pinch off with incomplete fracture of the catheter at the subclavian venous access site resulting in extravasation of contrast within the soft tissues. Port could not be used. Reportedly, the catheter was replaced at another facility (port was not removed).